Event description:
The handpiece overheated during an extraction procedure on tooth# 32 and the patient received a burn to their inner cheek mucosa. The patient is reported to have healed normally without need for additional medical treatment.